Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error. Customer's blood glucose level was 347 mg/dl at the time of incident. Customer experienced symptoms such as nausea, vomiting and abdominal pain related to high blood glucose level. Customer reported the drive support cap appeared normal. Customer stated that the insulin pump was exposed to electromagnetic radiation. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had constant motor error alarm during the rewind test due to moor encoder signal out of phase. Unable to perform the displacement test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, delivery accuracy test, the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to constant motor error alarm. Unable to verify displacement anomaly due to motor error alarm. Unable to perform the device trace history download or carelink upload due to motor error alarm. Device had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.